Event description:
Pump reported to overinfuse during clinical use during an epidural. Pump was set to deliver at 8 ml/hr but reported having delivered 45cc in 40 minutes. No pt injury. No other info is available at this time.

Manufacturer narrative:
Evaluation of this pump by baxter revealed that the pump met the performance specifications for rate and volume. No physical defects noted on inspection. The reported condition was not confirmed.